Event description:
It was reported that a balloon rupture occurred. A 3.50 x 15 mm agent dcb was selected for use. The balloon was inflated once at 6 atm and ruptured. The device was removed and the procedure was completed with another device. No patient injuries reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Examination of the balloon identified a pinhole at 2mm distal from the proximal markerband. No other device issues were identified.

Event description:
It was reported that a balloon rupture occurred. A 3.50 x 15 mm agent dcb was selected for use. The balloon was inflated once at 6 atm and ruptured. The device was removed and the procedure was completed with another device. No patient injuries reported.